Event description:
End user stated that the lamination that goes around the rim of the table on a (B)(4) over the bed table is too sharp, user sustained bruising of her arms when leaning on the table.